Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular lead had noise.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that patient received multiple inappropriate therapies. Oversensing was noted on the right ventricular lead. The lead was also noted to have been pulled back significantly from the original position. The device was also noted to have migrated inferior and lateral in the pocket as the patient had lost a significant amount of weight. The lead was capped and replaced. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.